Event description:
The customer reported wash arm motion errors and wash carousel motion errors while using reaction vessels (rvs) manufactured with the new resin, entering the not ready state, involving the access® 2 immunoassay system used in conjunction with the access® reaction vessels. The customer observed broken rv clips. Beckman coulter customer technical support (cts) assisted the customer in removing all rvs from the instrument. There was no report of impact to patient results associated with this event. As the instrument enters the not ready state, any assays on board would not be analyzed. An internal investigation has determined this lot of reaction vessels (rvs) may cause the error due to a new resin that was implemented in the manufacturing of the rvs. A beckman coulter field service engineer (fse) was dispatched to assess the instrument.

Manufacturer narrative:
The field service engineer (fse) discovered a reaction vessel jammed on the rear side of the track which caused the clips to break when customer attempted to initialize the instrument. The fse removed the jammed reaction vessel and resolved the issue. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. In conclusion, the cause of the wash carousel motion errors was due to a resin change in the manufacturing of reaction vessels for the access® instrument. Replacement of the reaction vessels, with a lot that was not manufactured with the new resin, corrected the issue. (B)(4). This medwatch report is related to MDR 2122870-2014-00199.